Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation it was observed that the compact air drive device motor was blocked, seized, and rough running. It was noted that the bearings, gears, gear shifts, and soft mode switch were worn out, and the housing and nose were damaged. It was also noted that the device failed pre-repair diagnostic tests for general condition, marking and labeling, function of the soft mode switch (safety system), and function of the triggers fwd / rev mode. It was noted in the service order ¿instrument could be drop down. When connected to the compressed air, motor is not working.¿ this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.